Event description:
It was reported, the doctor was performing a breast biopsy and tried to deploy the marker and the marker wouldn't deploy into the breast. The doctor tried a different marker and the plastic tip broke off in the patient's breast. The doctor used their holster to biopsy the plastic tip from the patient's breast. The doctor tried a third marker, deployed the marker successfully, and completed the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Clear tip sheared at distal tip. Eval summary: the analysis results of the mam3001 found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found detect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. Additionally, the complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. No incident related to the report event was observed during the batch record review.